Manufacturer narrative:
The investigation is ongoing.

Event description:
A user facility reported some blistering on the patient's skin during treatment using the theramage body tip.

Manufacturer narrative:
Upon further investigation, the information does not suggest a serious injury occurred. Recurrence is unlikely to result in a serious injury. The medical review assessment has been updated to ¿not serious¿. Therefore, this is no longer a reportable event.

Event description:
The assessment was changed from serious to not serious. Available information was reviewed. The patient was given hydrocortisone and the blistering was resolved within 24 hrs. No permanent scar is expected.